Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was outside of the skin. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the procedure sheath was observed to have been on the outer cartridge tubing as received. The sealant and advancer tube were not returned with the device. The condition of the returned device was like a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. A product history record (phr) review of lot f1920701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Without the return of the sealant, a complete physical evaluation could not be performed. Procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f1920701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was outside of the skin. There was no reported patient injury. The device will be returned for evaluation. Additional procedural details were requested but are unknown.